Manufacturer narrative:
The additional details related to the results are: on (B)(6) 2019, the patient had a result of 2.7 inr from the laboratory at 08:00 am and a result of 3.4 inr from the meter at 08:01 am. On (B)(6) 2019, the patient had a result of 2.5 inr from the laboratory at 08:00 am and a result of 2.9 inr from the meter at 08:01 am. On (B)(6) 2019, the patient had a result of 2.6 inr from the laboratory at 08:00 am and 3.3 inr from the meter at 08:01 am. On (B)(6) 2019, the patient had a result of 2.6 inr from the laboratory at 08:00 am and 3.1 inr from the meter at 08:01 am. Therefore, all meter to lab results were 1 minute apart. The lab method was asked for but not provided. 2. According the MDR initial report, the test strip lot was 36144110, expiration date may 31, 2020. Please confirm. The customer stated that for: results dated prior to and including (B)(6) 2019, , the strip lot 304971 was in use. Results dated (B)(6) 2019, were obtained using strip lot 361441 with an expiration date of 31-may-2020. This event occurred in germany. 3. Would you please also provide the clinical indication for why the patient is used marcumar. Clinical indication: per the customer, the clinical indication for anticoagulation is 2 artificial heart valves and atrial fibrillation.

Manufacturer narrative:
The patient's product was requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Relevant retention test strips (lot 361441) were tested in comparison with the master lot coaguchek xs pt at roche mannheim. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. This event occurred in (B)(6). Occupation is lay user/patient.

Event description:
The initial reporter stated he suffered a stroke while testing with coaguchek xs meter serial number (B)(4). On (B)(6) 2019, the patient had a result of 2.4 inr on the meter. Based on this, the patient started taking a little more medication and increased his marcumar to 6 1/4 tablets per week instead of 6 tablets per week. On (B)(6) 2019, the patient had a result of 3.2 inr on the meter. Based on this, the patient started taking 6 tablets per week of marcumar medication because he thought his inr was within his therapeutic range. On (B)(6) 2019, the patient was taken to the hospital due to a stroke. While in the hospital, the patient received electroencephalography, an electrocardiogram, 36 hours of monitoring, a heart echo inside and out, blood flow investigation, and magnetic resonance imaging. No inr results from (B)(6) 2019 were provided. From the time of the stroke ((B)(6) 2019) and prior, the patient was using strip lot 304971. The expiration date was not provided. A stroke was detected by magnetic resonance imaging on (B)(6) 2019. On (B)(6) 2019 discrepant results were obtained between the patient's meter and an unknown laboratory method. At 8:00 a.m. The result from the laboratory was 2.8 inr. At 8:01 a.m. The result from the meter was 3.8 inr. At the time of this comparison the patient was using strip lot 36144110 with an expiration date of 31-may-2020. The patient's therapeutic range is 2.5 - 3.5 inr and tests weekly.